Event description:
A report was received that the patient's ipg failed to charge after the patient twisted his back. The patient felt the ipg has migrated which was confirmed by x-ray result. The patient underwent a revision procedure wherein the ipg was sutured down. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the implant site from the previous revision procedure that he had.

Event description:
A report was received that the patient's ipg failed to charge after the patient twisted his back. The patient felt the ipg has migrated which was confirmed by x-ray result. The patient underwent a revision procedure wherein the ipg was sutured down. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient still had charging difficulty after the ipg revision and that the implant depletes quickly. It was also reported that the patient felt the implant moving inside the pocket and caused the patient to feel nausea. The nausea occurred initially when the patient leaned forward but has persisted since then.

Event description:
A report was received that the patient's ipg failed to charge after the patient twisted his back. The patient felt the ipg has migrated which was confirmed by x-ray result. The patient underwent a revision procedure wherein the ipg was sutured down. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient's ipg failed to charge after the patient twisted his back. The patient felt the ipg has migrated which was confirmed by x-ray result. The patient underwent a revision procedure wherein the ipg was sutured down. No device malfunction was suspected. The patient was doing well postoperatively.